Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device / left essure seen in the right pelvis') in a (B)(6) old female patient who had essure (batch no. 855824- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((b))(6) 1998 & (B)(6) 2006) and body mass index normal. (B)(6) 2012:hysterosalpingogram: impression: satisfactory appearance of the right essure coil. Findings consistent with right fallopian tube occlusion. As before there is abnormal position of the other essure coil which is also seen in the right pelvis. This is not a satisfactory position of the essure coil. No contrast is seen in the left fallopian tube lateral to the cornua suggesting left-sided fallopian tube occlusion. Due to the abnormal position of the left fallopian tube essure coil adequate contraception could not be confirmed per the essure product literature. Correlate clinically. On (B)(6) 2012: there is bilateral tubal occlusion demonstrated. The right essure insert is in good position, the left essure insert is displaced out of the fallopian tube in the right hemipelvis adjacent to the right si joint. On (B)(6) 2011:pathology report: source of specimen(s): cervix & endocervix, auxocyte/surepath. Final cytologic diagnosis. Cervix & endocervix, auxocyte/surepath. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish"), migraine ("migraines / headaches") and headache ("headaches") and was found to have weight increased ("weight gain"), 6 days after insertion of essure. On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (with complications)"). On an unknown date, the patient experienced device expulsion ("migration of essure device location of device: uterus"), haemorrhage in pregnancy ("hemorrhaging during delivery"), urinary tract disorder ("bladder or urinary problems changes") and bladder disorder ("bladder or urinary problems changes"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, device expulsion, haemorrhage in pregnancy, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, weight increased, urinary tract disorder and bladder disorder outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, bladder disorder, depression, device dislocation, device expulsion, haemorrhage in pregnancy, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: left 0 right 3 have you had your essure (or any part of the device) removed: no patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, migration of essure device.; on (B)(6) 2012: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received event " bladder or urinary problems changes" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.